Event description:
During inspection at the user facility, it was reported that the maestro drill with handswitch had hole in the pneumatic hose, presenting a condition where the device has the potential to leak non-sterile oil or particulate. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event. After return to the manufacturing facility, it was reported that the handpiece when attached would run on its own without stopping.

Event description:
During inspection at the user facility, it was reported that the maestro drill with handswitch had hole in the pneumatic hose, presenting a condition where the device has the potential to leak non-sterile oil or particulate. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event. After return to the manufacturing facility, it was reported that the handpiece when attached would run on its own without stopping.

Manufacturer narrative:
During failure analysis, the reported event of a hole in the hose was confirmed. The device also had run on during testing. The hose of the device can fail due to mechanical damage to the hose material during use. The device had a loose lever assembly. It also had a bent needle valve assembly. A bent needle can stick and cause the drill to continue running. A loose lever assembly can prevent the safety switch from being engaged, causing the device to run in safe mode.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.